Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 2.50 x 16 mm promus element¿ drug-eluting stent was selected for use to treat the lesion. However, during introduction, the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on proximal row 1, stent struts were damaged, lifted and stretched distally. As part of the analysis, a review of the manufacturing data for the stent profile was performed. The maximum stent profile measurement at the time of manufacture was within maximum crimped stent profile measurement. A stent protector was returned and the ID (inner diameter) was measured. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 2.50x16mm promus element drug-eluting stent was selected for use to treat the lesion. However, during introduction, the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.